Event description:
It was reported that during use, the tubing came off the venous side fo the oxygenator and was immediately placed on. Air was removed form the circuit and albumin was given to replace volume loss until blood could be ordered. Pre/post membrane pressures were 400, before tubing disconnection and discussion of oxygenator change had already been taking place. The patient required prolonged resuscitation which led to discussion with the family about withdrawal of support. The family made the decision to withdrawal. The oxygenator was not saved for return.

Manufacturer narrative:
The device was not returned for evaluation, therefore a root cause could not be identified. Device history was reviewed and no non-conformances were found related to the reported event. If additional information is received or the device is returned, a follow-up report will be submitted. (B)(4).